Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.